Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that when the catheter was prepared and flushed outside the body, an insufficient amount of fluid was observed coming out from the tip. An intellanav stablepoint open-irrigated was selected for use. When the catheter was prepared and flushed outside the body, an insufficient amount of fluid was observed coming out from the tip. Another of the same device was used and the procedure was completed successfully with no patient complications. The device was discarded and will not be returned for analysis.